Event description:
On (B)(6) 2024 an ilet user's trainer reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 7/31/24. The user's trainer reported that the user, who had started using the ilet the previous day ((B)(6) 2024), experienced persistent high bg readings, with a fingerstick revealing a bg level of approximately 550 mg/dl. The user, who has a history of erratic glucose levels, complained of dizziness and nausea, leading to a call to emergency services. Emts determined that the pump was not administering insulin properly due to a bent infusion set cannula. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user remained hospitalized until (B)(6) 2024, during which time they were monitored and treated with manual insulin injections. The pump was not reattached post-discharge, and the user returned to using insulin injections. The user has not resumed use of the ilet due to inadequate overnight care.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and a failure to follow the ketone action plan and replacing the infusion set in response to prolonged hyperglycemia.